Manufacturer narrative:
B5 executive summary - updated although the lot number was not provided, the automated manufacturing execution system (mes) has controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint of catheter hub friction could not be confirmed, and it could not be definitively determined if the device failed to meet specifications, because the product was not returned. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable will be assigned to this complaint. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported between end of procedure and the 1 day post procedure follow-up thrombectomy procedure on (B)(6) 2021 the patient experienced a hemorrhage requiring medication administration and endovascular treatment. It is noted that the adverse event has possibly relationship to the subject study retriever device, thrombectomy procedure and a stroke (disease under study). The outcome of the adverse event was death to the patient. No further information is available. Update: further reviewing from medical safety team indicated that there was only technical difficulty/friction inserting the non-stryker aspiration catheter into the subject balloon guide catheter and had no relation to the hemorrhage resulting a serious deterioration in the health of the subject that resulted in death. Therefore, based on this review, this event does not meet reporting criteria anymore for the corresponding device and the reportability will be changed from reportable to non-reportable.

Manufacturer narrative:
H3 other text : the device is not available for evaluation.

Event description:
It was reported between end of procedure and the 1 day post procedure follow-up thrombectomy procedure on (B)(6)2021 the patient experienced a hemorrhage requiring medication administration and endovascular treatment. It is noted that the adverse event has possibly relationship to the subject study retriever device, thrombectomy procedure and a stroke (disease under study). The outcome of the adverse event was death to the patient. No further information is available.